Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was observed on the exterior of the returned device and residual powder is visible within and around the device nozzle. When tested as returned the device did not spray. The co2 cartridge audibly discharged upon deactivation and the cartridge was fully punctured. A thin metal cannula was inserted into the nozzle in an attempt to break up any possible occlusions in the nozzle freeing a notable loose powder without clumps. A visual examination of the o-ring and lance inside the handle showed the o-ring to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The likely root cause of the report is an occlusion of the front tube/nozzle due to the buildup of loose powder. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for the report of unable to spray was an internal clog within the device nozzle due to a build up of powder. Catheter occlusion can create backflow and push powder, blood, and fluid back into the device, creating an internal clog. However, we could not conduct a complete investigation because no catheters were returned for evaluation. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd) for a gastric ulcer in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray would not spray [subject of report]. They were following the IFU. After they pressed the deployment button, no powder would come out. They tried test spraying into a trash bin after the problem without catheter attached and nothing would come out. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.